Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor was resetting. The cause for the resets was isolated to defective u1, u7, q4, and t1 components on the monitor board pca. The root cause for the defective u104 pxa processor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was resetting.